Event description:
Head of the screw was broken off during insertion. Piece was retrieved without impact to the pt or the procedure. Info from the co's sales rep indicated that the surgeon may have used the wrong screwdriver with the pt.